Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device unexpectedly (and repeatedly) rebooting shortly after power-up was confirmed. Ventec observed that the device would successfully complete the boot-up process, but within 5 seconds it would reboot unexpectedly by itself. In this state, the device would be inoperative (inop). Ventec reviewed the device's electronic records and further confirmed that inop events had been logged by the device. Internal inspection of the device revealed that the cough valve was not aligned internally and was stuck in the exsufflation position. Ventec replaced the cough valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough assist valve struts were broken.

Event description:
It was reported to ventec that the device would power on, but then unexpectedly and repeatedly reboot by itself. In this state the device would be inoperative. There were no reports of patient involvement associated with the reported event.